Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they went to the hospital because they went into diabetic ketoacidosis. There were no further details provided related to the reported event, symptoms, diagnosis or treatment. Multiple attempts have been made to retrieve additional information. If additional pertinent details are provided, a supplemental report will be submitted.